Manufacturer narrative:
This MDR was generated under protocol b10009704 as a result of warning letter cms# 617147. No causes or potential causes to the customer's reported problem were found during the device history review. Visual inspection observed that the device was in excellent condition. During power up, the reported problem could not be duplicated. The root cause of the issue could not be determined as no physical or any other damage was found on main board. Replaced main board and interconnect board as a preventive measure. Performed power up process which passed.

Event description:
It was reported that there were main printed circuit board voltage errors with pump battery fully charged and connected to line power. No patient injury reported.